Manufacturer narrative:
(D10) concomitant device(s): 300-60-02 stemless humeral comp laser cage, size 2. 310-62-50 stemless humeral head 50mm x 16mm x beta. (H3) pending evaluation.

Event description:
As reported by the equinoxe shoulder study, the 77-year-old white non-hispanic male had a right tsa (B)(6) 2023. The patient present with sub-acromial impingement on (B)(6) 2024. The patient has symptoms of impingement x4 ¿ 6 weeks, no injury. The patient was given subacromial injection on (B)(6) 2024 and the outcome of this event is considered resolved. The case report form indicates that this event is definitely not related to the device and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.